Event description:
It was reported that the system displayed an x-ray switch stuck error and had to be rebooted to gain functionality. This is indicative of a system lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.